Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evolutfx-2329, lot #: 0012564402, ubd: 28-nov-2026, UDI#: (B)(4); section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329, lot #: 0012564402, product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the valve loading onto the delivery catheter system (dcs), significant resistance was noted while rotating the deployment knob, possibly due to excessive pressure in the capsule caused by a fold in the valve. Upon fluoroscopic inspection of the valve, the decision was made to proceed with implantation, however, the stylet did not pass through the copper wire. It was decided to reload the valve using a new dcs. Inspection of the second load appeared satisfactory. Difficulty was encountered while advancing through the guidewire. Upon implantation, an infold became visibly apparent. At the end of the procedure, it was observed that the copper wire of both dcs were damaged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5, d1, d4. Section d references the main component of the system. Other medical products in use during the event include: product ID: safari (lot: n/a); product type: guidewire; implant date: n/a; explant date: n/a. H4 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, during the first valve load 4 nodes were involved in the frame overlap. The loading was performed by the same valve loader for both valve loads. A procedural delay of 20 minutes resulted from the infold. During the first deployment attempt, the infold was observed. After the valve was released, a post-implant balloon dilatation was performed resolving the infold. Of note, a non-medtronic guidewire (safari) was used during the procedure.

Manufacturer narrative:
Product analysis: upon receipt of the delivery catheter system (dcs) at medtronic¿s quality laboratory, visual analysis showed the nosecone over-captured by the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Deformation was evident to the distal end of the inner member. It was possible to load in in-house stylette with minor resistance noted. An in-house 29mm valve was successfully loaded onto the dcs. After the successful loading of the valve onto the dcs there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation evident to the remainder of the device. Image review: three media files were provided for review. A non-medtronic patient¿s executive summary was provided for anatomical re view. The patient had a significantly calcified aortic valve with an annulus perimeter that measured 75.4mm with a perimeter derived diameter of 24mm suggesting a 29mm valve. There was protruding calcium in the sinotubular junction extending to the ascending aorta. Two fluoroscopic valve load inspections were performed. The first load inspection showed a misload present by crown overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the valve was reloaded using a new dcs. The second load inspection showed another misload with an overlap to node 4 with possibly misaligned outflow crowns and not parallel to the paddle attachment. Additionally, there appears to be a greater gap between the end of the capsule and the nose cone showing that the capsule was not completely closed. It is undetermined if the dcs was introduced into the body with the gap. It was reported that an infold occurred during deployment; however, images of the infold were not provided for review. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. After removal of the dcs a kink was noted in the copper piece of the catheter system. It is possible the kink occurred due to the misload, but it is not possible to validate since intraprocedural images were not provided. Updated: h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.